Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported shocking. The patient stated the past couple of months it seemed like she was getting shocked in her bottom where the battery was at. The patient called her healthcare professional who told them to call the manufacturer. The patient confirmed the therapy was on, but she did not have the remote with her to double check. There were no trauma or falls related to the issue. The patient noted the issue was related to positional movements. The patient stated sometimes just sitting and moving her left leg, and it will hit pretty bad sometimes. It was noted that device was on the left side. The patient had decreased stimulation but this did not eliminate the uncomfortable stimulation yet. The patient stated it was shocking her some and she had increased it to 4, after that it seemed to get worse so she decreased it. It was recommended the patient turn the device off and see if the shocking stopped. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.